Event description:
It was reported that during a procedure, the tip of the unit came off. The tip was retrieved from the pt. Further, a replacement was available and no harm to the pt was reported. No add'l intervention was required and no significant deviation was reported.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.